Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, pump won't run, no air bubbles were observed. Per reporter residual volume was: 37.8 ml, rate 2 ml.hr and 54.25 was given. No adverse patient effects were reported. No additional information is available at this time.